Event description:
During an in-clinic follow-up, noise was observed on the right atrial (ra) lead. Lead insulation damage was alleged but it was not confirmed. No intervention has been performed. The patient is stable and will continue to be monitored.